Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the occurrence of low flow hazard alarms; however, a specific cause for the low flow events could not conclusively be determined through this evaluation. According to the account, the alarms resolved without intervention and the patient was asymptomatic. The patient¿s plan of care is tight diuretic management. A review of the submitted log file from (B)(6) 2020 through (B)(6) 2020 found that the pump maintained a speed above the low speed limit. Multiple low flow hazard alarms were captured throughout the low file. A silenced driveline fault flag was active throughout the log file (refer to MFR # 2916596-2019-04438). The system appeared to be operating as intended and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no additional related complaints at this time. The heartmate ii lvas IFU outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow alarms. In addition, both the hmii lvas IFU and patient handbook outline all system controller alarms (including the low flow hazard) and the appropriate actions associated with each alarm condition. The IFU further cautions the user that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2019-04438. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file continued to show driveline faults which have been recurring since 2019.